Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 363mg/dl. Troubleshooting was performed. The customer stated that he was bolusing and his glucose level kept rising. The customer reported being treated with an insulin drip. The basals and boluses matched to the daily totals. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.